Event description:
It was reported that during a gastric sleeve procedure, during the first firing over distal stomach, very thick gastric tissue, the rows (outer) closest to the pylorus did not form correctly. The two inner staple lines did form as expected. The same device was used to complete the case. The device fired as intended. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.